Event description:
Procedure: low anterior resection. According to the reporter: after firing, the stapler was removed but the anvil remained in the intestine. The anvil was removed through the anus by using the forceps. There was tissue damage.

Manufacturer narrative:
(B)(4).